Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d3.

Event description:
N/a

Manufacturer narrative:
Corrected fields: b5, d1, d4-(version or model, catalog, serial), d7, h11. Updated fields: b4, d9, e1-event site email address, g3, g6, h2, h3, h6(-type of investigation, investigation findings, investigation conclusion, component code). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in all iab risk files . All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
It was reported that balloon catheter had condensation buildup, causing pump to shut down. The hospital reported that troubleshooting included flushing the catheter, switching pumps, and replacing the balloon.

Manufacturer narrative:
No medical assessment is required. Complaint not related to death or serious injury.

Event description:
It was reported that balloon catheter had condensation buildup, causing pump to shut down.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e3 (occupation).